Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm which interrupted a patient infusion in the facility's long term care area. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge chemistries (cc) probe leak from the collar wash on synchron lx 20 pro clinical systems. No injury was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was not confirmed nor duplicated during product evaluation. Occlusion tests were performed and found the pump to be operating within specifications. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. If any additional information becomes available, a follow-up medwatch will be submitted.